Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be frayed at the distal clevis hub. The conductor wires were intact and undamaged, but drive cable was frayed. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, it was noted that some of the wires were broken/torn up at the tip of the instrument. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.